Event description:
It was reported that the pt was experiencing an increase in seizures believed to be due to vns generator end of service. The generator was replaced and the explanted product was returned for analysis. Analysis of the generator was found that although the elective replacement indicator was set, the generator was able to deliver the intended stimulation. Attempts for further information are in progress.